Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("uterine perforation"), pelvic pain ("pain/ left lower quadrant pain") and menorrhagia ("severe period / abnormal bleeding (menorrhagia) / blood clots") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included neck pain, numbness, carpal tunnel syndrome and chronic cervicitis. Concomitant products included alprazolam (xanax), celecoxib (celexa), gabapentin and gabapentin (neurontin). On (B)(6)2010, the patient had essure inserted in 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea (cramping)") and alopecia ("hair loss"). In 2011, the patient experienced depression ("depression") and anxiety ("anxiety"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) and uterine polyp ("resection of endometrial fibroid"). The patient was treated with surgery (hysteroscopy d&c, and total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6)2012. At the time of the report, the uterine perforation, depression, anxiety, uterine polyp and alopecia outcome was unknown and the pelvic pain, menorrhagia, vaginal haemorrhage and dysmenorrhoea had resolved. The reporter considered alopecia, anxiety, depression, dysmenorrhoea, menorrhagia, pelvic pain, uterine perforation, uterine polyp and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2011: total bilateral occlusion.. Concerning the injuries reported in this case, the following one/ones was/were reported from patient's medical record : uterine perforation." Most recent follow-up information incorporated above includes: on (B)(6)2019: events- "abnormal bleeding (vaginal), anxiety, dysmenorrhea (cramping), resection of endometrial fibroid, hair loss", reporter, concomitant drug added from pfs. Event "uterine perforation", medical history, lab data added from medical record. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('uterine perforation/missing coils'), pelvic pain ('pain/ left lower quadrant pain') and menorrhagia ('severe period / abnormal bleeding (menorrhagia) / blood clots') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included neck pain, numbness, carpal tunnel syndrome and chronic cervicitis. Concomitant products included alprazolam (xanax), celecoxib (celexa), gabapentin and gabapentin (neurontin). In 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea (cramping)") and alopecia ("hair loss"). On (B)(6) 2010, the patient had essure inserted. In 2011, the patient experienced depression ("depression") and anxiety ("anxiety"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), uterine polyp ("resection of endometrial fibroid/polyp"), neck pain ("neck pain"), back pain ("lower back pain"), pain in extremity ("pain in my both hands and burning pain on my right leg"), arthralgia ("right hip pain") and menstruation irregular ("irregular periods"). The patient was treated with surgery (hysterescopy d&c, and total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2012. At the time of the report, the uterine perforation, depression, anxiety, uterine polyp, alopecia, neck pain, back pain, pain in extremity, arthralgia and menstruation irregular outcome was unknown and the pelvic pain, menorrhagia, vaginal haemorrhage and dysmenorrhoea had resolved. The reporter considered alopecia, anxiety, arthralgia, back pain, depression, dysmenorrhoea, menorrhagia, menstruation irregular, neck pain, pain in extremity, pelvic pain, uterine perforation, uterine polyp and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion. Concerning the injuries reported in this case, the following one/ones was/were reported from patient's medical record : uterine perforation" concerning the injuries reported in this case, the following ones were co in patient¿s social media: back pain, neck pain, pain in extremity, arthralgia, menstruation irregular. Most recent follow-up information incorporated above includes: on 12-nov-2019: social media received: new events - pain in my neck, pain in my both hands and on my right leg, right hip pain, irregular periods were added. Reporter's information added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("severe period,") and depression ("depression"). The patient was treated with surgery (she had surgery to remove the essure implant). Essure was removed in 2012. At the time of the report, the pelvic pain, menorrhagia and depression outcome was unknown. The reporter considered depression, menorrhagia and pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.